Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced and an additional s1 lead was added to address the issues. Therapy was restored post-op.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Patient also experienced insufficient pain coverage with the system. Investigation was unable to identify which lead attributed to the issue. As a result, surgical intervention may be undertaken to address the issues.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8696258.